Event description:
It was reported that during insertion in the angio dept, the dilator fractured at the connection between the dilator and the hub. As a result, the md replaced the kit with a new one and successfully completed the procedure. A delay was reported, however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.